Event description:
Caller reported a tandem mobi cartridge alarm, which caused the customer¿s blood glucose level to read as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Tandem technical support confirmed the cartridge alarm and instructed the caller to follow specific procedures, such as removing the cartridge, delivering a bolus, and attempting to reload the cartridge. Despite these actions, the alarm recurred, and it was determined that a replacement pump and cartridge were needed. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.